Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 78.1 mm in diameter thoracic aortic aneurysm. The patient had a prior aaa endograft and now presented with a 7 cm thoracic aneurysm ejection fraction less than 20. The thoracic repair procedure was reported to be uneventful. However, the physician did not place a spinal drain prior to the thoracic repair procedure due to the patient being on blood thinners. After the procedure, the patient developed paralysis and died the following day. Myocardial infarction is reported to be the possible cause of death. A review of returned films post-implant showed that a talent aaa bifurcate and contra limb had been placed; and may have migrated. The bifurcate is currently 2-3 cm below the renals in the aaa sac. No stent graft issues were seen; however, the images are non-contrast so any possible endoleak could not be assessed. There was also a 7.2cm taa located in the descending thoracic aorta. Cta's pre-thoracic stent graft implant showed that the taa is approximately 7.2cm max diameter and contains thrombus. The descending thoracic is tortuous. The infrarenal neck is short, contains thrombus, and is irregular in shape measuring approximately 23mm below the lowest right renal. The aaa is >4.6cm. Images of the stent graft were cut-off below the bare spring; therefore, the integrity of the talent aaa stent graft could not be evaluated. Images post-valiant implant were not provided. The cause of the reported events could not be determined.

Manufacturer narrative:
(B)(4). Evaluation, method: (film evaluation). Results: inherent risk of procedure (paralysis, death, mi); (unknown cause of events); patient¿s condition affected effectiveness of device (pre-existing condition (low ejection fraction)). Conclusions: known inherent risk of procedure (paralysis, death, mi); (unknown cause of events); device failure related to patient condition (pre-existing condition (low ejection fraction)).